Event description:
It was reported that the patient experienced difficulty urinating. There was no known related incident or accident reported. The indication for the use of the patient's implantable neurostimulator was not for the reported issue. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available. See also manufacturer report # 3004209178201108525 for information related to the patient's concomitantly implanted neurostimulator system.

Manufacturer narrative:
(B)(4).